Event description:
The hcp reported the catheter had a break, tear, or hole. The connector was replaced and the device was returned to the MFR for analysis. A follow up report will be sent when add'l info is received.